Manufacturer narrative:
The reported complaint of broken tego could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined.

Event description:
The complaint/event occurred on an unspecified date and involved eight reportedly broken tego® connectors. There was no report of any human harm associated with this complaint/event.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. Section e initial report full phone number information: (B)(6).